Event description:
I received my augmentation in (B)(6) 2012. Within a year later, an array of symptoms have seemed to plague me and my life. Just to name some of the top of my head; muscle weakness, fatigue, poor concentration, memory problems, brain fog, breathing problems. Heart palpitations, anxiety, depression, all over pain, freezing cold plus pins and needles sensations in my hands and feet, vision blurring, and many more. My fatigue is very extreme to say the least. I have stopped looking forward to tomorrow. I have no motivation to wake up because I am physically in a constant state of misery. This has taken a toll on not only myself but also my loved ones. My son has grown up basically with his mother not being able to properly parent him. I am always on a medication roller coaster, trying everything without any luck. I was not aware of the possible side effects beforehand. This medical device has taken my life from me. I just don't want other women to unknowingly go down the same debilitating path that I did. I am (B)(6) y/o, basically on government assistance now with no option for relief. I could apply for disability at (B)(6) y/o with all of my illnesses, but I am fighting not to do so. I have a consultation to learn more about explant surgery. Without insurance helping me with any portion or coverage, I might not be able to do that, which makes me only more depressed. Knowing that there may be possibility for even minor relief, but I's not within my budget. I am listing some of my diagnosis (only dx, not a list of complaints or physical lab work) since my surgery in 2012. Diagnosis: abdominal bloating (noted (B)(6) 2017) atypical migraine (noted (B)(6) 2016) excessive daytime sleepiness (noted (B)(6) 2016) mthfr gene mutation (hcc) (noted (B)(6) 2017) narcolepsy without cataplexy (347.00) (noted (B)(6) 2016) organic insomnia (noted (B)(6) 2017) paraparesis (hcc) (noted (B)(6) 2016) rls (restless legs syndrome) (noted (B)(6) 2017) restless legs syndrome (noted (B)(6) 2016) procedures: multiple sleep latency test without CPAP (performed (B)(6) 2016) performed for narcolepsy without cataplexy (347.00) ip opsg/mslt (performed (B)(6) 2016) performed for narcolepsy without cataplexy (347.00) lastly, at this current time I am still implanted ((B)(6) 2019). Diagnosis and partial tests listed in previous comments. FDA safety report ID# (B)(4).